Event description:
It was reported that the tcm was not cooling down the circuit. No patient injury was reported.

Manufacturer narrative:
The field service representative evaluated the unit on site and performed necessary repairs and a complete preventive maintenance. No issues related to the tcm not cooling down the circuit were found. The tcm did have poor actuation, therefore a solenoid valve was replaced. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.